Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing noncomformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. Potential factors for difficulty deploying the stent include, but are not limited to, manufacturing, anatomical conditions; deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens/ratchet). It may be possible that the distal shaft was entrapped or restricted within the in the anatomy such that the ratchet was unable to engage the stent properly; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the 5 mm, moderately tortuous distal popliteal artery. The vessel was prepared with a 6 mm balloon for 2 minutes at 16 atmospheres and atheretomy was not used. A 6fr 10 cm sheath was used and the sheath was at least 250mm away from the proximal end of the stent. The supera self expanding stent (ses) stopped deploying halfway despite the thumbslide moving up and down the delivery system. When the thumbslide was moved up, the stent was compressed. When the thumbslide was moved down, the stent was elongated. Ultimately, the sheath had to be pushed and pulled while pushing up and down on the thumbslide to release the stent. The stent was deployed in the target lesion compressed and another supera stent was used to cover the rest of the lesion. There were no reported adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.